Event description:
Latex allergies, cause hives, swelling of eyes, nasal congestion, throat (inside) starts itching. These happen when nurse wears latex gloves or if someone with latex gloves touches rptr. Rptr has had problems at the dentist's office when personnel wear latex gloves. Rptr works in surgery & has problems if they touch their face, after having touched latex products or have had problem when latex products were used on them.